Event description:
A customer reported to beckman coulter (bec) that there was a few drops of diluent leak at the tip of probe on coulter act diff hematology analyzer and an error message was received during startup. The leak was on the counter in front of the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place. No patient results were affected and there was no death, injury or change to patient treatment associated to this complaint. The leaked fluid may have contained blood, diluent and cleaning agent. Bec customer contact did troubleshooting on telephone with the customer. The customer installed a new probe wipe block and restarted the instrument. The issue was resolved. The cause of issue is unknown but may be attributed to probe wipe block.

Manufacturer narrative:
Results code: probe wipe block. (B)(4).